Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation of the unit where the pts' head slipped. The following info was provided; the unit was received with 80 pound torque knob tested good under pressure; the ratchet extension arm had no visible cracks; the lock had rotational movement, which would not have caused a slippage; the clamp was put under pressure and investigators could not duplicate slippage when properly setup. The large starburst teeth were in good condition but needed heli-coils, this would not have caused a slippage. The triad rocker arm passes go nogo gage; all other components were functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that a triad skull clamp was involved in a slippage. It is unk whether there was any pt injury involved. Addition info has been requested.